Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) stored three episodes of noise. The noise was oversensed, resulting in pacing inhibition of up to three beats. Myopotentials or a possible lead issue were suspected causes for the noise. The patient had undergone an av node ablation procedure shortly after implantation. Lead impedance and threshold measurements were within normal range. It was also reported that one episode showed misaligned markers, which was probably from the patient's recurrent atrial flutter issue. There were no patient symptoms reported with this clinical observation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) stored three episodes of noise. The noise was oversensed, resulting in pacing inhibition of up to three beats. Myopotentials or a possible lead issue were suspected causes for the noise. The patient had undergone an av node ablation procedure shortly after implantation. Lead impedance and threshold measurements were within normal range. It was also reported that one episode showed misaligned markers, which was probably from the patient's recurrent atrial flutter issue. There were no patient symptoms reported with this clinical observation. The physician decided to perform a lead revision, so no further trouble shooting was done to determine the cause of the oversensing and pacing inhibition. The device memory disk confirmed that the markers were misaligned on the one episode. Evidence indicates that episode 5064 has misaligned markers due to a known issue. This issue only affects episode data stored in memory but does not impact the patient's ability to receive therapy. This does not represent a patient safety issue. Subsequently the device was explanted and returned.

Event description:
--

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Details from the electrocardiogram indicate that the reported noise had a resemblance of myopotential noise related to a breathing problem. Laboratory analysis could not reproduce or confirm the clinical observations.